Manufacturer narrative:
The device was removed but not returned. The manufacturing and sterilization records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient's pocket site was opening up a month after implant. The patient was hospitalized and administered antibiotics, however, culture results were negative for an infection. The device was explanted and there have been no reports of further complications regarding this event.